Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oj) was informed that a culture test was conducted on (B)(6) 2022 and three types of bacteria were confirmed on the evis lucera elite gastrointestinal videoscope on (B)(6) 2022. Escherichia coli, pseudomonas aeruginosa and the third bacteria type is unknown. The number of bacteria are also unknown. The culture test is performed by pouring saline into the forceps mouth and culturing the saline that come out of the outlet. Currently, bacteria are detected in the actual product and are not detected in other product. There have been no reports of death, injury or health damage to patients and there are no plans to conduct blood tests on patients. No problem was found in the reprocessing method, but the current samples are cleaning brushes (made by abyss). It was noted that the bacteria were detected after using the product.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: - switch button 1, scratched - switch button 1, worn - switch button 4, worn - universal cord, wrinkled - scope connector, cracked - distal cover, dent - control section, water leaked - insufficient angulation - play of the angulation control knob - bending section rubber glue, chipped - bending section rubber glue, cracked - bending section rubber glue, whitish - the instrument channel, scratched however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where: precleaning: - performed immediately after the procedure - water is aspirated through the instrument / suction channel with a suction pump until the aspirated liquid becomes clear - the auxiliary water channel was flushed with water and air by using mh-948. Manual cleaning: - all accessories were reprocessed without any defect - the time from pre-cleaning to manual cleaning was less than 60 minutes - leak testing was performed and passed - the detergent used for manual cleaning is endofresh - the brushed points were the instrument/ suction channel, air/water valve/suction valve, and biopsy valve. Disinfection: - a oer-4 automatic endoscopic reprocessor (aer) is used with endoquick detergent and acecide-c disinfectant. - all channels connected with tubes when the endoscope was setting up into the aer/ ewd? - the disinfectant solution was used before the expiration date - the disinfectant solution meet the minimum effective concentration (mec) - the water filter was replaced within the specified period - was a rinse water treatment system such as uv light based decontamination system was completed without an abnormality - the scope is wiped with a clean towel/ paper to dry and the aer performs a dry process. Storage: - without a drying cabinet at room temperature.